Event description:
It was reported that during equipment testing conducted at the user facility, the device was found to be running without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.